Manufacturer narrative:
An isi field service engineer (fse) was dispatched to the facility. Fse conducted a system power cycle with breakers and cleaned and re-seated all blue fiber connections. System started without any errors. Fse completed multiple power cycles and conducted a test drive. The errors did not return. System tested and verified ready for use. This complaint is being reported due to a da vinci system malfunction rendering the da vinci system unavailable for use after the start of a surgical procedure. Although no patient harm occurred, if this malfunction were to recur it could cause or contribute to an adverse event.

Event description:
It was reported that at the start of a da vinci-assisted surgical procedure, the system generated repeated recoverable errors. The site stated that there was a message recommending to disable arm 1 and then arms 2, 3 and 4. The intuitive surgical, inc.(isi) technical support engineer (tse) also attempted troubleshooting by having the site emergency power off the patient side cart. The system powered back on with a 32097 fault for arm 1. Customer disabled arm 1 and then they got a 25724 for mtml. Customer could recover the fault; however, the issue persisted. The tse recommended power down the system and cycle the breaker on the surgeon console. The system homed with no issues. However, the errors occurred again. At that time, the surgeon made the decision to convert the procedure to a laparoscopic procedure post anesthesia and port placement. There was no report of patient harm, adverse outcome or injury. An isi field service engineer (fse) was dispatched to the facility. Fse conducted a system power cycle with breakers and cleaned and re-seated all blue fiber connections. System started without any errors. Fse completed multiple power cycles and conducted a test drive. The errors did not return. System tested and verified ready for use.